Event description:
Procedure type: lap chole. According to the reporter: a piece of the seal detached in two cases, even if the instrument that was passed through was not sharp at all. In one case the piece remained in the abdomen however it was removed. No patient injury was reported and no excessive blood loss. No additional info was available at this time.

Manufacturer narrative:
Date initial report sent: 08/25/2008.